Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number: 2017865-2022-45103, 2017865-2022-45105. It was reported the patient presented in clinic with an infection. The system was explanted and replaced. The patient was stable during and following the event.

Manufacturer narrative:
The reported complaint of infection was not confirmed. Cause could not be traced to device. Analysis was normal.

Manufacturer narrative:
The reported complaint for infection was not confirmed. Analysis of the device was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.